Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Catheterization was a standard of care prior to the device. They did experience urinary retention prior to the device that has not worsened as a result of the device or therapy.

Event description:
Additional information was received from the patient. They reported that the fall's effect on their implant was determined. The patient initially stated "none; needed recalibration", and stated the program was changed and the range lowered from 3 to 1. The patient then stated the implant survived their falls and it was still working, but now they were using a foley catheter. The patient indicated the issue had been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they lately have developed non-stop urination, and they are also facing lot of falling down, and had to get themselves up. The patient reported that they had been having a lot of falls for the past week because of multiple sclerosis (ms) and started having return of symptoms last night. Patient stated that they usually fall facing in front, because their legs give out. Patient noted that they have multiple sclerosis, and before their ms only affected their right leg, but there's no additional strength on their left leg. Patient also reported that they have been up for a couple nights just to urinate, and it happened twice last night. Patient mentioned that they haven't been to their hcp to have the implanted system checked, and that they are now at the emergency room. Agent offered to walk the patient through connecting to the ins and adjust the therapy setting, but patient doesn't have their external devices with them during the call. Agent also redirected them to their hcp to have the internal device checked. Agent sent patient handbook through email, and documented reported events. Patient will call back for further assistant ce if needed.